Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 27apr2021. An investigation was conducted on 27may2021. Signs of clinical use, heavily charred tissue and evidence of blood was observed on the jaws. Specks of blood were observed on the handle. The heater wire was observed to be slightly flexed at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. The clear silicone insulation was observed to be intact. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.678 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "electrical issue" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. While harvesting the vein the user noticed the bisector would not heat-up to take down branches. A replacement device was used to complete the procedure. No harm to the patient.